Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken of plug strap, white particles calcification-like in device outer surface and brown particles in device outer surface. A leak test was performed which identified no leakage. A microscopic analysis was performed which identify: broken sharp of plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: broken sharp of plug strap assessed as unidentified (tear) opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Device analysis lab reported receipt of an explanted saline device; reason for removal is unknown. Healthcare provider reported bilateral capsular contracture baker grade iii and rippling. Affected side is right. The device has been explanted.